Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence. It was reported that they don't feel the stimulation and don't think it is working. The caller indicated that they have to go to the bathroom many times and sometimes they can't pee and have to push to be able to go. Helped caller connected and adjust settings. Patient will maintain stimulation level and will continue to track symptoms. Confirmed stimulation in bicycle seat area and comfortable. The patient also noted that they let the external components go dead three times and thought that was impacting their therapy. Reviewed that the externals do not power the implant.